Event description:
Mitroflow valve model 12a, s/n (B)(4) was explanted. No further information provided

Manufacturer narrative:
Date of this report - represent the date when distributor was notified. Manufacturer was notified on a later date on aug 25, 2015.